Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The customer reported that during a knee scope procedure the insulation on their vapr s90 4.0mm electrode with integrated handpiece was cracking and the plastic was falling off into the patient's joint. The customer stated that the surgeon removed all of the debris from the patient's joint. The customer could not provide a lot number for the device and did not know how the case was completed. The customer reported that there were no patient consequences or delays in the procedure. The customer stated that neptune was used for suction and that the device was activated in the patient. The customer could not provide any further information. The device will be returning for evaluation. Additional information provided by sales rep - lot u1605194.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed that the insulation coating is chipping away and peeling right below the active tip, confirming this complaint. It was also revealed that there were minor nicks and marks on the shaft consistent with coming into contact with sharp metal instruments. This type of failure has been attributed to instrument coming in contact with other instruments during operation. Other than this possibility, we cannot determine a root cause for this failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution on (B)(6) 2016. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).